Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash on his back under the left therapy electrode pad. The patient's doctor prescribed him "mometasone furoate" cream. Follow-up indicated that the patient's skin was getting better.